Event description:
It was reported that pump malfunction occurred after customer accidentally pulled out cartridge leading to malfunction code display. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance from technical staff, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.